Manufacturer narrative:
On (B)(4) 2015 : tandem technical support followed up with the customer¿s contact, and the customer was still having issues with elevated bg levels, however they were in touch with a diabetes educator, and were trying additional infusion sets to help with this issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having elevated blood glucose (bg) levels and didn't know why. Reported bg level was 381mg/dl. The customer was given an injection, and bg levels started to stabilize. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that can affect bg levels with the customer.